Manufacturer narrative:
Conclusion: product was returned by customer. After examination by a quality engineer, the failure mode involves "unconstrained" spiral wrap. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. The wrap derives it's strength from the interlocking nature of the spiral/dovetail notches, which enables it to effectively transfer torque through bends in blade/burs. This pulling stress combined with the normal stresses of a spinning blade or bur may infrequently cause the spiral wrap to lose it's tightly wrapped integrity and thus fracture at the narrowest section of the compromised portion of the wrap. The observable for this failure mode is typically a tip fragment that has fractured in one of the spiral wrap segments after the bend in the blade or bur.

Event description:
It was reported that during a scheduled sinus procedure, the surgeon started drilling the frontal sinus of the patient and the bur broke during drilling. This bur did not break but stretched its inner shaft during rotation making visibility and drilling really difficult. Surgeon had to resume surgery using another drill. There was no patient impact reported.

Manufacturer narrative:
(B)(4). No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. The report is inconclusive as to the cause of the reported product problem. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur, however, without complaint of patient injury, this event is being filed as a product problem. Product description: the integrated power console (ipc) system is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue, and bone during surgical procedures. The system consists of a touchscreen/user interface, power control console, footswitch, connection cables, and assorted handpieces to drive various burs, blades, drills, rasps, cannulae, and saws. It includes integrated irrigation pumps for irrigation of blades, burs and for motor coolant. In addition to the handpieces and pumps there is a connection for continuous stimulation of the visao straight burs that enables nerve integrity monitoring during surgical procedures. The system can be used to clear the end of a rigid rod endoscope in order to maintain good visualization of endoscopic procedures without having to remove the scope from the surgical site. The ipc is indicated for the incision / cutting, removal, drilling, and sawing of soft and hard tissue and bone, in head <(>&<)> neck / ent, oral / maxillofacial, and plastic / reconstructive / aesthetic, surgical procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.